Manufacturer narrative:
This report is submitted on september 7, 2020.

Event description:
Per the clinic, the patient experienced an infection at the abutment site that was treated with a topical antibiotic.